Event description:
During the surgical procedure lab gastric bypass the stapler was fired 2 times, the stapler "froze" and would not release, the use of the emergency release button was used to release the stapler, new stapler opened, used without further malfunctioning.